Event description:
The advocate stated the customer tested blood glucose using her 3 contour meters and received readings of 328, 278 and 139 mg/dl. The difference between the high and low readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips were sent to the customer.